Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, the valve dislodged upon release, resulting in moderate central regurgitation and paravalvular leak (pvl). Subsequently, a second valve was implanted valve-in-valve. A post implant balloon aortic valvuloplasty (bav) was performed, resolving the central regurgitation and decreasing the pvl to mild. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.